Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding vaginal/ severe pain and lot of bleeding"), rectocele ("reproductive system disorder or condition type of disorder or condition: rectocele and cystocele repair") and cystocele ("reproductive system disorder or condition type of disorder or condition: cystocele repair") in a 69-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient is not undergo an essure confirmation test". The patient's medical history included body mass index normal, tachycardia, irregular menstruation, uterine fibroids, belly ache, dysfunctional uterine bleeding, gravida ii, parity 3, appendectomy, laparoscopy, breast biopsy, stenosis, adenomyosis, luteal cyst of ovary and endometriosis. Gross description: the specimen is received in formalin labeled with the patient 1a name, mrn number, and "uterus, bilateral tubes and ovaries. The specimen consists of a uterus and attached bilateral adnexa. The cervix is absent. The uterus weighs 113 g, and measures 7,5 x 4.5 x 3 5 cm. The serosal is pink with adherent fibrinous material. The uterus sounds with difficulty to 1.9 cm. There is an intramural white whorled nodule measuring 4.3 x 4.2 x 3.5 cm. The endometrial cavity has stenotic lumen, and contains there coiled metal wire/spring-like foreign material, consistent with contraceptive device. Representative sections a submitted as follows: uterine wall from one side in cassettes uterine wall from the opposite side in cassettes intramural nodule in cassettes the larger tub ovarian complex weighs 10.5 g. The ovary measures 3.6 x 2.5 x 1.4 cm, and contains a yellow corpus luteum measuring 0.9 x 0.6 x 0.6 cm. There are multiple amber fluid filled cysts measuring up to 1.1 cm in greatest dimension. The attached fallopian tube with fimbriated end measures 5.1 x 0.5 x 0.4 cm. Representative sections of the fallopian tube and ovary are submitted in cassettes the smaller tub ovarian complex weighing 9.6 g. The ovary measures 3.2 x 2.6 x 1.1 cm and contains a yellow corpus luteum cyst measuring up to o~5 cm in diameter. There are multiple amber fluid filled cysts, the largest measuring up to 1.5 cm in diameter. The attached fallopian tube with fimbriated and measures 4.7 x 0.9 x 0,4 cm. Representative sections of the fallopian tube and ovary. Previously administered products included for birth control: ortho tri-cyclen; for an unreported indication: nova sure. Concurrent conditions included penicillin allergy and allergic reaction to antibiotics. Family history included ovarian cyst and ovarian cancer (mom and her sister). Concomitant products included alprazolam (xanax), beta-lactamase sensitive penicillins, ciprofloxacin betain (cipro), erythromycin, estradiol, estradiol (vivelle dot), hydrocodone bitartrate;ibuprofen (vicoprofen), hydrocodone bitartrate;paracetamol (lortab), omeprazole, progesterone (prometrium), ranitidine hydrochloride (zantac) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2011, the patient experienced rectocele (seriousness criterion medically significant), cystocele (seriousness criterion medically significant) and stress urinary incontinence ("bladder or urinary problems or changes: since essure, stress urinary incontinence"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and vaginal prolapse ("reproductive system disorder or condition type of disorder or condition: vaginal wall prolapse"). In (B)(6) 2012, the patient experienced menopause ("hormonal changes: full menopause"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue- all the time") and alopecia ("hair loss."). In (B)(6) , the patient was found to have weight increased ("weight gain/ (B)(6) after hysterectomy gained 35 lbs"). On an unknown date, the patient experienced mood swings ("hormonal changes describe: I see a hormone therapist every month - hormonal mood swings."), night sweats ("hormonal changes describe: I see a hormone therapist every month - night sweats"), insomnia ("hormonal changes describe: I see a hormone therapist every month - can't sleep"), abdominal pain upper ("upper stomach pain"), vulvovaginal pain ("bottom of vaginal pain"), back pain ("lower back pain"), pain in extremity ("leg pain") and memory impairment ("memory problems"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, hysterectomy/bilateral salpingoorphorectomy, in (B)(6) , nova sure ablation, cystocele repair and rectocele repair vaginal mesh implant) and hormone therapist every month. Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, rectocele, cystocele, mood swings, night sweats, menopause, insomnia, menorrhagia, anxiety, stress urinary incontinence, vaginal prolapse, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain upper, vulvovaginal pain, back pain, pain in extremity and memory impairment outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, cystocele, dysmenorrhoea, dyspareunia, fatigue, insomnia, memory impairment, menopause, menorrhagia, mood swings, night sweats, pain in extremity, pelvic pain, rectocele, stress urinary incontinence, uterine perforation, vaginal haemorrhage, vaginal prolapse, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Pathology test - on (B)(6) 2011: endometrium: proliferative phase with luminal stenosis. Three coiled metal wire/springs are identified within the endometrial cavity, consistent with contraceptive device. Myometrium: a leiomyoma, 4.3 x 4.2 x 3.5 cm, adenomyosis. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, cystocele and rectocele repair, stress urinary incontinence, dysmenorrhea, anxiety, heavy bleeding. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Other relevant history and product information details updated. Product indication updated. Event perforation (uterus)/ migration of essure device location of device: uterus, hormonal changes: I see a hormone therapist every month - hormonal mood swings, night sweat, abnormal bleeding vaginal, menorrhagia, psychological or psychiatric problems condition: anxiety, bladder disorder and urinary tract disorder changes: stress urinary incontinence, reproductive system disorder or condition type of disorder or condition: vaginal wall prolapse, rectocele and cystocele repair, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, hormonal changes: full menopause, upper stomach pain, bottom of vaginal pain, lower back pain, leg pain, patient is not undergo an essure confirmation test were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding vaginal/ severe pain and lot of bleeding"), rectocele ("reproductive system disorder or condition type of disorder or condition: rectocele and cystocele repair") and cystocele repair ("reproductive system disorder or condition type of disorder or condition: cystocele repair") in a 69-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient is not undergo an essure confirmation test" and medical device monitoring error "novasure ablation done with essure insertion (per mr)". The patient's medical history included body mass index normal, tachycardia, irregular menstruation, uterine fibroids, belly ache, dysfunctional uterine bleeding, multigravida, parity 3, appendectomy, laparoscopy, breast biopsy, stenosis, adenomyosis, luteal cyst of ovary, endometriosis, asthma on (B)(6) 2008, bronchitis on (B)(6) 2008 and uterine dilation and curettage. Gross description: the specimen is received in formalin labeled with the patient1a name, mrn number, and "uterus, bilateral tubes and ovaries. The specimen consists of a uterus and attached bilateral adnexa. The cervix is absent. The uterus weighs 113 g, and measures 7,5 x 4.5 x 3 5 cm. The serosal is pink with adherent fibrinous material. The uterus sounds with difficulty to 1.9 cm. There is an intramural white whorled nodule measuring 4.3 x 4.2 x 3.5 cm. The endometrial cavity has stenotic lumen, and contains there coiled metal wire/spring-like foreign material, consistent with contraceptive device. Representative sections a submitted as follows: uterine wall from one side in cassettes uterine wall from the opposite side in cassettes intramural nodule in cassettes the larger tub ovarian complex weighs 10.5 g. The ovary measures 3.6 x 2.5 x 1.4 cm, and contains a yellow corpus luteum measuring 0.9 x 0.6 x 0.6 cm. There are multiple amber fluid filled cysts measuring up to 1.1 cm in greatest dimension. The attached fallopian tube with fimbriated end measures 5.1 x 0.5 x 0.4 cm. Representative sections of the fallopian tube and ovary are submitted in cassettes the smaller tub ovarian complex we1ghing 9.6 g. The ovary measures 3.2 x 2.6 x 1.1 cm and contains a yellow corpus luteum cyst measuring up to o~5 cm in diameter. There are multiple amber fluid filled cysts, the largest measuring up to 1.5 cm in diameter. The attached fallopian tube with fimbriated and measures 4.7 x 0.9 x 0,4 cm. Representative sections of the fallopian tube and ovary. Previously administered products included for birth control: ortho tri-cyclen; for an unreported indication: nova sure. Concurrent conditions included penicillin allergy and allergic reaction to antibiotics. Family history included ovarian cyst and ovarian cancer (mom and her sister). Concomitant products included alprazolam (xanax), beta-lactamase sensitive penicillins, ciprofloxacin betain (cipro), erythromycin, estradiol, estradiol (vivelle dot), hydrocodone bitartrate;ibuprofen (vicoprofen), hydrocodone bitartrate;paracetamol (lortab), omeprazole, progesterone (prometrium), ranitidine hydrochloride (zantac) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2011, the patient experienced rectocele (seriousness criterion medically significant) and stress urinary incontinence ("bladder or urinary problems or changes: since essure, stress urinary incontinence") and underwent cystocele repair (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and vaginal prolapse ("reproductive system disorder or condition type of disorder or condition: vaginal wall prolapse"). In (B)(6) 2012, the patient experienced menopause ("hormonal changes: full menopause"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue- all the time") and alopecia ("hair loss."). In 2017, the patient was found to have weight increased ("weight gain/ 2012 after hysterectomy gained 35 lbs"). On an unknown date, the patient experienced mood swings ("hormonal changes describe: I see a hormone therapist every month - hormonal mood swings."), night sweats ("hormonal changes describe: I see a hormone therapist every month - night sweats"), insomnia ("hormonal changes describe: I see a hormone therapist every month - can't sleep"), abdominal pain upper ("upper stomach pain"), vulvovaginal pain ("bottom of vaginal pain"), back pain ("lower back pain"), pain in extremity ("leg pain") and memory impairment ("memory problems"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, hysterectomy/bilateral salpingoorphorectomy, in 2008, nova sure ablation, cystocele repair and rectocele repair vaginal mesh implant) and hormone therapist every month. Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, rectocele, cystocele repair, mood swings, night sweats, menopause, insomnia, menorrhagia, anxiety, stress urinary incontinence, vaginal prolapse, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain upper, vulvovaginal pain, back pain, pain in extremity and memory impairment outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, cystocele repair, dysmenorrhoea, dyspareunia, fatigue, insomnia, memory impairment, menopause, menorrhagia, mood swings, night sweats, pain in extremity, pelvic pain, rectocele, stress urinary incontinence, uterine perforation, vaginal haemorrhage, vaginal prolapse, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Pathology test - on (B)(6) 2011: endometrium: proliferative phase with luminal stenosis. Three coiled metal wire/springs. Are identified within the endometrial cavity, consistent with contraceptive device. Myometrium: a leiomyoma, 4.3 x 4.2 x 3.5 cm, adenomyosis. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, cystocele and rectocele repair, stress urinary incontinence, dysmenorrhea, anxiety, heavy bleeding and medical device monitoring error most recent follow-up information incorporated above includes: on 6-may-2019: medical record received. New reporters and medical history added. New event added as novasure ablation done with essure insertion from medical record. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.